Event description:
The patient was implanted with a left ventricular assist device (lvad). The vad coordinator reported that the patient was given a new pocket system controller in the operating room (or). The patient was brought to the room and was connected back to a power module. The vad coordinator put the battery in and was engaged fully. The system monitor started showing low flow and no voltage sign. The speed decreased from 9200 to 7800 rpm's. The staff quickly switched the patient back to the old system controller and the speed came back to normal. Upon interrogation, it showed the pump stopped.

Manufacturer narrative:
The device was returned to the manufacturer for evaluation and is currently being analyzed. No further information is available at this time. A supplemental report will be submitted when the device analysis is completed.